Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer reported that it was impossible to fill pumpchamber. During explantation there were no indications for blocked catheter.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected, the valve was returned filled with a clear liquid inside, a tear/cut as well as a small hole was noted in the silicone housing. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, the valve leaked from the tear/cut in the silicone housing but not from the small hole. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3110 with lot cplc1l, conformed to the specifications when released to stock in 26th october 2013. No root cause could be determined for the problem reported by the customer as the valve functions. The root cause of the tear/cut and small hole in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low tear/cut resistance, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.